Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the implantable neurostimulator (ins) turning off wasn't determined. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that the ins had been turned off and had noticed their hand had been a lot stiffer than usual. The caller tried turning the ins back on but it was unsuccessful. The patient got their new patient programmer (pp) and confirmed the screen showed on and ok. They inquired about how to know how long their ins was off and were redirected to their hcp. The patient confirmed the issue was resolved. No further complications were reported or anticipated with this event.